Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had a huge crack on the battery compartment. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Customer stated they did not provide serial number because the information at the back of the insulin pump was completely worn off and insulin pump was unable to open. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.